Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose (bg) value of 309 mg/dl after the libre 3+ cgm sensor became detached and was no longer transmitting data to the ilet. The user manually entered a bg value and applied a new sensor to restore connectivity. Glucose levels began trending downward after insulin delivery resumed. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.